Event description:
It was reported that pump displayed repeated malfunction alarm messages identified by code 0-0x2226, and no blood glucose readings or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, distributor confirmed the malfunction by reproducing the alarm, and a replacement pump with a different serial number was arranged while awaiting full inspection results.